Event description:
Novasure device would not close to remove from patient uterine cavity. Eventually after 5-7 minutes device closed and was able to be removed without patient injury. FDA safety report ID# (B)(4).